Manufacturer narrative:
Additional information:g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis noted that paint was worn off of both the close/fire button and the open/retract button. A pmv representative adapter and reload were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. During inspection of the eeprom, the following code of drive_motor_stop_quad_fail. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of improper cleaning that has no relationship to the reported condition. The error code of "drive_motor_stop_quad_fail" can be attributed to moisture on the board. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic gastric bypass, the handle was able to recognize the reload and was bale to fire but had an unloading problem. It was also stated that the jaws of the device locked on tissue. The adapter has been disconnected and reconnected in order to open the jaws and retrieve the device. There was no patient injury.